Event description:
It was reported that the patient received a patient notifier for high atrial lead impedance and loss of capture. A chest x-ray revealed lead dislodgement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.